Manufacturer narrative:
The patient age and weight were not provided. (B)(4). Approximate age of device ¿ 1 year and 1 month. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller log file showed a low speed operations and pump stoppage events. An issue was suspected with the percutaneous lead (driveline). The patient underwent a pump exchange on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump, confirmed internal driveline wire damage that could have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 9.75 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. It should be noted that the clear bionate and metal braided shield were displaced, exposing approximately 0.25 inches of the wires beneath. A direct correlation between this and the observed wire damage could not conclusively be determined through this evaluation. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual examination of the wires at the nipple housing of the pump revealed a breach to the insulation of the yellow and green wires. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed hazard alarms, low flow hazard alarms, and pump stops that were confirmed through the analysis of the submitted system controller log file could have resulted from a short to ground if the exposed conductors of either of the breached wires contacted the braided shield while the system was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.